Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient developed severe heart condition and was in and out of hospital 3 times. The patient also alleged having fibrilation which resulted in pacemaker and 3 stents. Patient is on blood thinners for full time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged flu, fibrillation. Medical intervention was required by the patient. The reported events of flu, fibrillation and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Medical intervention was required by the patient full time. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.